Event description:
The customer reported that when the system was turned on, the screen went completely black with a flashing cursor square in the top left corner. She unplugged it, let it sit for a few minutes and then plugged it back in and left it on for the rest of the day. She started it up again and it worked fine. Also the key broke off and 1/2 of it is still inside of the key lock. It still lets her turn on the machine. Additionally, the unit shut off twice.

Manufacturer narrative:
(B) (4). The ge service rep secured the loose terminals in the ac plug and performed other tests on the system. Although the key is broken off in the switch, he was able to turn on/off the system. The ge service rep replaced the on/off key switch assembly. The system operates as intended.